Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision hip performed on (B)(6) 2016. Femoral head was off of femoral trunnion. Replaced accolade tmzf stem with restoration modular stem.

Manufacturer narrative:
An event regarding alleged "disassociation" involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis was performed and concluded that "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Eds showed the head is consistent with astm f1537 and the debris was consistent with a corrosion product and biological material. No material defects were observed on the surfaces examined." -medical records received and evaluation: a review of the provided primary and revision operative reports and x-ray printouts by a clinical consultant indicated [...]" Based upon the information available for review, no determination can be made regarding the cause of this clinical event." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the subject device has been identified to be within scope of a nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Additionally, a review of the provided primary and revision operative reports, x-ray printouts, and material analysis of the returned explants by a clinical consultant indicated: ¿a material analysis report dated november 16, 2017 of a trident x3 36/10° insert, a #5 accolade-plus tmzf stem and a 36/plus-5 v-40 lfit cobalt-chromium head includes fourteen photographs of the explanted components, including close-ups of the femoral trunnion and head taper, one eds graph of the head base material, and a one eds graph of debris from inside the head taper. The conclusions of this study are: damage was observed on the stem trunnion and v-40 head taper, which was consistent with wear mechanisms due to head taper and accolade stem trunnion losing their taper lock; scratches observed on the insert are common damage modes of poly inserts; yellow discoloration of the insert is consistent with absorption of synovial fluid; eds showed the head base material was consistent with the expected alloy and the debris consistent with a corrosion product and biologic material; and no material defects were observed." [...]" Based upon the information available for review, no determination can be made regarding the cause of this clinical event." No further investigation is required.

Event description:
Revision hip performed on (B)(6) 2016. Femoral head was off of femoral trunnion. Replaced accolade tmzf stem with restoration modular stem.